Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.7 inr. Coumadin dosage was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent. Suspect strips will not be returned as the vial is no longer available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.